Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: wang m.y. Improvement of sagittal balance and lumbar lordosis following less invasive adult spinal deformity surgery with expandable cages and percutaneous instrumentation: clinical article. Journal of neurosurgery: spine. 2013 jan; 18 (1) :4-12.

Event description:
It was reported that a viper minimally invasive surgery pedicle screw was removed operatively 9 months post after confirmation of solid bony fusion due to the patient experiencing numbness.